Manufacturer narrative:
04/20/2000-supplemental report #1 sent to FDA. Add'l data entered in d9. Device evaluation indicated and codes entered in h3 and h6. The reported condition was confirmed and attributed to dimensional discrepancy.

Event description:
The device was used during a thoracotomy procedure. Reportedly, the instrument would not release from the tissue after firing. The surgeon fired a new instrument and then resected the original instrument from the tissue. The hosp has reported the pt status is satisfactory.